Event description:
A customer observed positively biased qc phyt results while using the vitros 950 analyzer. Pt sample results were not reported while qc results were unacceptable. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event concluded that imprecise phyt results were occurring. An ocd field engineer investigated and made repairs to the immunowash fluid module. Following service, expected results were obtained. The root cause of the event is instrument related.